Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation fully inserted delivery system (ultra), attached atrion and inserted guidewire. The photos provided showed the balloon was caught at the distal tip of esheath. Visual inspection of the returned device showed the following:  balloon caught on the distal tip of sheath; damage on strain relief and liner torn; serrated liner; there were 2 liner strands; circumferential liner delaminated from the tip; marker band was attached. Due to the condition of the returned device and nature of the issue, no relevant functional testing was performed. The complaints were confirmed by visual inspection. Dimensional analysis was performed and the liner strand thickness was measured.  The liner strand thickness was found to be within specification at all measured locations. During the manufacturing process, the sheath shaft was 100% visually inspected for any defects. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. In addition, after sterilization, the sheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  All testing passed specification for lot release. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed additional similar complaints. A review of the complaint history from september 2018 to august 2019 revealed other returned similar complaints; however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient and or procedural factors may have caused or contributed to the similar events. A review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend categories. A review of the instruction for use (IFU) and training manuals for revealed no deficiencies.  Per the IFU: completely unflex the delivery system; partially inflate the balloon with 10 cc and then partially deflate so the 3 cc remains in the balloon; retract the loader prior to removing the delivery system; pull the entire delivery system into the sheath until the positioning marker and sheath tip marker align; completely deflate removing the 3 cc fluid in the balloon and pull the entire delivery system through the sheath; maintain guidewire position in the aorta; warning: failure to utilize this technique may result in sheath or balloon damage and may result in sheath or balloon damage and may result in vessel damage. Expect resistance when pulling the entire delivery system through sheath; remove delivery system at neutral or negative pressure. Do not remove at extreme negative pressure; if there is difficulty removing the delivery system balloon into the tip of the sheath, push delivery system forward, slightly inflate and deflate the balloon in a straight section, rotate, and attempt removal again. Repeat as necessary. Do not force; once part of balloon is inside sheath, ensure again all residual fluid is removed before completely pulling out. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    An esheath shaft liner torn, liner strand, sheath shaft damaged, and sheath distal tip liner delamination were confirmed upon visual inspection of returned device. Investigation of the device, DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. The sheath distal tip liner delamination was potentially caused by procedural factors (improper delivery system removal/device excessive manipulation). Per procedural training manual, the 29mm delivery system removal of sapien 3 ultra must retract the delivery system into an appropriate anatomical location where the balloon can be partially inflated. Partially inflate the balloon with 10 cc and then partially deflate so that 3 cc remains in the balloon. Retrieve the balloon until the balloon positioning marker band is aligned with the esheath introducer marker band. Fully deflate the balloon before retrieving the remainder of the system through the sheath. Since the delivery system removal steps could not be performed due to the balloon burst during the balloon inflation for thv deployment, subsequently, the deformed balloon profile hindered removal through the sheath and the balloon caught on distal tip of sheath. As reported, ¿all maneuvers to separate both devices were performed into the patient by removing the system¿, it was likely excessive device manipulation while attempting to remove delivery system from sheath. Consequently, it caused the sheath shaft liner torn, liner strand, and sheath distal tip liner delamination.  Available information suggests that procedural factors (improper delivery system removal/device excessive manipulation) contributed to the reported complaint events. The sheath shaft liner torn and sheath shaft liner strand were potentially caused by the patient factors (calcified anatomy) and/or procedural factors (device excessive manipulation). As reported, spike or bulky calcification was visible in CT from patient. The calcification could damage the sheath and resulting in liner torn and liner strand during the sheath insertion and removal. Additionally, device excessive manipulation would intensify the damage of sheath per root cause of sheath distal tip liner delamination. Available information suggests that patient factors (calcified anatomy) and/or procedural factors (improper delivery system removal/device excessive manipulation) contributed to the reported events. However, a definitive root was unable to be determined. Since no product non-conformances or labeling/IFU/training deficiencies were identified, and the occurrence rates did not exceed the applicable trend category control limits, a product risk assessment (pra) escalation, nor preventative or corrective actions (CAPA) are required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-02838. The delivery system and sheath were returned to edwards lifesciences for evaluation.  Investigation is ongoing, pending engineering evaluation of the returned devices.

Event description:
Visual inspection of a returned 16 fr sheath revealed two liner strands near the distal strain relief with potential separated pieces of liner material. There was circumferential liner delamination, the radiopaque marker band was attached to the liner. It had been reported by our affiliates in (B)(6) that during a transfemoral tavr procedure with a 29mm sapien 3 ultra valve with an sheath, the sheath was inserted into the patient smoothly without problems.  Valve deployment was done slowly with nominal volume of 33cc. The ultra delivery system balloon burst during full inflation. The valve was successfully implanted with no paravalvular leak (pvl). Upon removal of the delivery system, it was not possible to get the balloon back into the sheath.  The delivery system and sheath were removed as a unit with no vascular complications, and the patient is in good condition post procedure.